Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Slow to retract; needle retraction is slow.

Event description:
No new infromation.

Manufacturer narrative:
The complaint of slow needle retraction could not be confirmed from the representative 22g insyte autoguard units that were returned for investigation from lot #4276453. A functional test revealed that the needles would fully retract, and the retraction time was within specification. However, a trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.